Manufacturer narrative:
(B)(4). On an unreported date a month ago, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to possibly be due to a gastroenteritis episode, but as this was unable to be verified, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient has recovered from the peritonitis. No additional information is available.